Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins). It was reported that the patient's first permanent battery only lasted just over a year but it did help a little with back pain but not with nerve pain in bottom of spine going into their butt, hip and leg. No further patient symptoms or complications were reported in this event.